Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had damage on the blade and comb as well as the feeding shaft. The event was found before surgery with no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher (B)(4). The device history record (DHR) 1.5:1 ratio cutter, (B)(4) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, (B)(4). Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the comb and roller gear were badly damaged and bent. The device pretest could not be performed due to bent comb. It was also noted that the ball detents on locking pins were worn. It was suggested that the shoulder bolts, washers and nuts to be replaced. It was also noted that 1.5:1 ratio cutter, (B)(4) did not pass the zimmer test criteria. Repair of the skin graft mesher was performed zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the roller, bearing, washers, shoulder bolts, cap nuts, gear, carrier guide, comb, detents and screws. Skin graft mesher, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the unit had damage on the blade and comb and also feeding shaft was bent¿ was confirmed since during initial inspection it was noted that the roller gear and comb were bent and there was no information available to confirm the damage on blade. However, it was noted that the 1.5:1 ratio cutter did not pass the zimmer test criteria. The root cause of the reported event cannot be specifically determined with the information provided. The issue was resolved with the replacement of the roller, bearing, washers, shoulder bolts, cap nuts, gear, carrier guide, comb, detents and screws. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, (B)(4), was repaired, tested and returned to the customer.